Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 5092 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that during the procedure, the left ventricular (lv) lead dislodged while removing the stylet. The lead was not used, and a different lead was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the procedure, the left ventricular (lv) lead dislodged while removing the stylet. The lead was not used, and a different lead was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.